Event description:
Caller reported an occlusion alarm. The issue caused the customer's blood glucose levels to display as "high," a specific value was not provided. To address the elevated glucose levels, the customer administered a manual dose injection. The customer did not change their supplies and reverted to an alternate method of insulin therapy.